Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, b.6, d.9, g.2, h.3, h.6; based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on anterior side assessed as surgical damage. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed.

Event description:
Physician confirmed reported events.

Event description:
Patient reported, rupture. And capsular contracture, baker grade unknown. The device was explanted. This relates to the left side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: no observed, openings in the device. Capsular contracture: observed, next to the device have appears to be biological tissue. But, it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported rupture and capsular contracture, baker grade unknown. The device was explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.